Event description:
During use for cardiopulmonary bypass, the device exhibited an audible alarm without apparent cause. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.